Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia (vt) along with syncope. The patient has a history of going into ventricular tachycardia (vt) while playing basketball and becomes syncopal. The patient played basketball for the first time since implant and it happened again. It appears that the rhythm broke prior to the shock, but the morphology appears to be double counted. Boston scientific technical services (ts) reviewed episode and the patient had vt for approximately 12 seconds and the device properly detected and started charging, then the rhythm breaks (can see s markers). There was then some oversensing of some t waves which resulted in therapy being delivered. The plan is for the patient to undergo exercise treadmill testing to see if they can get a high rate template captured.